Event description:
It has been reported to philips that the allura system shut down in the middle of a procedure and could not be restarted. No other information regarding the patient is available at this time. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the reported problem. According to the information collected, the planned non-emergency invasive electrophysiology procedure was aborted, and the procedure had to be rescheduled. A philips service engineer inspected the system on-site and confirmed the reported problem, the system shutdown by itself due to a faulty sib. The system interface board (sib) is located in the m-cabinet. It offers an interface towards the user controls, such as the xper geometry module, the xper imaging module, the footswitch, the hand switch and the panhandle. The issue was resolved by replacing the sib, downloading the board software, and restoring the configuration. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome.